Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of intestinal perforation ('perforation (other): bowel'), bladder perforation ('perforation (other) please: bladder') and device dislocation ('migration') in an adult female patient who had essure (batch no. 624831) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's medical history included uterine fibroids, nickel sensitivity, multigravida, parity 4, anxious mood, endometriosis, fibroids and abdominal pain. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced intestinal perforation (seriousness criteria medically significant and intervention required), bladder perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), multiple sclerosis ("autoimmune diagnosed : lupus, ms"), systemic lupus erythematosus ("autoimmune diagnosed : lupus, ms"), dysmenorrhoea ("dysmennorhea (cramping)"), pelvic pain ("pelvic/ abdominal, chronic pain"), abdominal pain ("pelvic/ abdominal,"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems : bladder problems"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("neurological conditions/ problems") and visual impairment ("vision problems"), was found to have a pregnancy with contraceptive device ("pregnancy outcome unknown") and was found to have hormone level abnormal ("hormonal changes"), neoplasm ("tumors") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full) and hysterectomy full). Essure was removed on (B)(6) 2009. At the time of the report, the intestinal perforation, bladder perforation, device dislocation, pregnancy with contraceptive device, psychological trauma, fatigue, alopecia, tooth disorder, hormone level abnormal, headache, nausea, nervous system disorder, neoplasm, visual impairment and weight increased outcome was unknown and the multiple sclerosis, systemic lupus erythematosus, dysmenorrhoea, pelvic pain, abdominal pain, back pain, menorrhagia, metrorrhagia and bladder disorder had resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was unknown to the reporter. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, bladder perforation, device dislocation, dysmenorrhoea, fatigue, headache, hormone level abnormal, intestinal perforation, menorrhagia, metrorrhagia, multiple sclerosis, nausea, neoplasm, nervous system disorder, pelvic pain, pregnancy with contraceptive device, psychological trauma, systemic lupus erythematosus, tooth disorder, visual impairment and weight increased to be related to essure. The reporter commented: she received treatment for pelvic pain, abdominal pain, back pain, dysmenorrhea, lupus, ms, psych injury, bladder problems date(s) of insertion: (B)(6) 2007 (discrepancy noted as per pfs) and (B)(6) 2008. Date(s) of removal: (no removal as per pfs) discrepancy noted we were able to visualize the left tubal ostia and noted that 3 coils were present the essure device was then prepared once again. On the left side, 3 coils were noted. On the right side, no coils were appreciated. Lot number: 624831, manufacturing date: 2007-06, expiration date: 2009-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-mar-2020: quality-safety evaluation of ptc. (Product technical complaint). On 5-mar-2020: medical records received. Reporter information, aka name, medical history were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of intestinal perforation ('perforation (other): bowel'), bladder perforation ('perforation (other) please: bladder'), device dislocation ('migration') and genital haemorrhage ('abnormal bleeding (general)') in a 37-year-old female patient who had essure (batch no. 624831) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included uterine fibroids, nickel sensitivity, multigravida, parity 4, anxious mood, endometriosis, fibroids and abdominal pain. On (B)(6) 2007, the patient had essure inserted. In 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), bacterial vulvovaginitis ("bacterial vaginal infection ") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2013, the patient experienced neuropathy peripheral ("neurological conditions/ problems/peripheral neuropathy"), 5 years 7 months after insertion of essure. On an unknown date, the patient experienced intestinal perforation (seriousness criteria medically significant and intervention required), bladder perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), multiple sclerosis ("autoimmune diagnosed : lupus, ms"), systemic lupus erythematosus ("autoimmune diagnosed : lupus, ms"), dysmenorrhoea ("dysmennorhea (cramping)"), pelvic pain ("pelvic/ abdominal, chronic pain"), abdominal pain ("pelvic/ abdominal,"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems : bladder problems"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea"), visual impairment ("vision problems"), migraine ("migraines / headaches"), cyst ("cysts"), dyspareunia ("dyspareunia (painful sexual intercourse)"), central nervous system lesion ("spinal cord lesion"), vaginal discharge ("vaginal discharge"), spinal pain ("spine pain"), neck pain ("neck pain"), pain in extremity ("arms pain/hands pain/ legs pain "), urinary tract disorder ("urinary problems") and menopausal symptoms ("premenopausal"), was found to have a pregnancy with contraceptive device ("pregnancy outcome unknown") and was found to have hormone level abnormal ("hormonal changes"), neoplasm ("tumors") and weight increased ("weight gain"). The patient was treated with surgery (total abdominal hysterectomy. Right ovarian cystectomy and endometrial ablation with novasure). Essure was removed on (B)(6) 2009. At the time of the report, the intestinal perforation, bladder perforation, device dislocation, genital haemorrhage, pregnancy with contraceptive device, psychological trauma, fatigue, alopecia, tooth disorder, hormone level abnormal, headache, nausea, neuropathy peripheral, neoplasm, visual impairment, weight increased, vaginal haemorrhage, bacterial vulvovaginitis, female sexual dysfunction, migraine, cyst, dyspareunia, central nervous system lesion, vaginal discharge, spinal pain, neck pain, pain in extremity and menopausal symptoms outcome was unknown and the multiple sclerosis, systemic lupus erythematosus, dysmenorrhoea, pelvic pain, abdominal pain, back pain, menorrhagia, metrorrhagia and bladder disorder had resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was unknown to the reporter. The reporter considered abdominal pain, alopecia, back pain, bacterial vulvovaginitis, bladder disorder, bladder perforation, central nervous system lesion, cyst, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, intestinal perforation, menopausal symptoms, menorrhagia, metrorrhagia, migraine, multiple sclerosis, nausea, neck pain, neoplasm, neuropathy peripheral, pain in extremity, pelvic pain, pregnancy with contraceptive device, psychological trauma, spinal pain, systemic lupus erythematosus, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: she received treatment for pelvic pain, abdominal pain, back pain, dysmenorrhea, lupus, ms, psych injury, bladder problems date(s) of insertion: (B)(6) 2007 (discrepancy noted as per pfs) and (B)(6) 2008. Date(s) of removal: (no removal as per pfs) discrepancy noted we were able to visualize the left tubal ostia and noted that 3 coils were present the essure device was then prepared once again. On the left side, 3 coils were noted. On the right side, no coils were appreciated. Lot number: 624831, manufacturing date: 2007-06, expiration date: 2009-05. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this is a retention case. All the information: reporter¿s information. Events ¿ abnormal bleeding (general), abnormal bleeding (vaginal), bacterial vaginal infection, apareunia (inability to have sexual intercourse), migraines / headaches, cysts, dyspareunia, spinal cord, vaginal discharge, spinal pain, neck pain, arms pain/hands pain/ legs pain, urinary problems, premenopausal. Previously added event neurological conditions/ problems was updated to peripheral neuropathy. All references details and source documents were transferred from deletion case no.(B)(4). No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), intestinal perforation ('perforation (other): bowel') and bladder perforation ('perforation (other) please: bladder') in an adult female patient who had essure (batch no. 624831) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test" and device ineffective "device ineffective." On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), intestinal perforation (seriousness criteria medically significant and intervention required), bladder perforation (seriousness criteria medically significant and intervention required), multiple sclerosis ("autoimmune diagnosed : lupus, ms"), systemic lupus erythematosus ("autoimmune diagnosed : lupus, ms"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic/ abdominal, chronic pain"), abdominal pain ("pelvic/ abdominal,"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems: bladder problems"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("neurological conditions/ problems") and visual impairment ("vision problems"), was found to have a pregnancy with contraceptive device ("pregnancy outcome unknown") and was found to have hormone level abnormal ("hormonal changes"), neoplasm ("tumors") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full) and hysterectomy full). Essure was removed on (B)(6) 2009. At the time of the report, the device dislocation, intestinal perforation, bladder perforation, pregnancy with contraceptive device, psychological trauma, fatigue, alopecia, tooth disorder, hormone level abnormal, headache, nausea, nervous system disorder, neoplasm, visual impairment and weight increased outcome was unknown and the multiple sclerosis, systemic lupus erythematosus, dysmenorrhoea, pelvic pain, abdominal pain, back pain, menorrhagia, metrorrhagia and bladder disorder had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, bladder perforation, device dislocation, dysmenorrhoea, fatigue, headache, hormone level abnormal, intestinal perforation, menorrhagia, metrorrhagia, multiple sclerosis, nausea, neoplasm, nervous system disorder, pelvic pain, pregnancy with contraceptive device, psychological trauma, systemic lupus erythematosus, tooth disorder, visual impairment and weight increased to be related to essure. The reporter commented: she received treatment for pelvic pain, abdominal pain, back pain, dysmenorrhea, lupus, ms, psych injury, bladder problems. Date(s) of insertion: (B)(6) 2007 (discrepancy noted as per pfs). Date(s) of removal: (no removal as per pfs) discrepancy noted. Most recent follow-up information incorporated above includes: on 2-mar-2020: pfs received. Lot number received. New events: bladder perforation, bowel perforation, pregnancy under essure device (outcome unknown) were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), multiple sclerosis ('autoimmune diagnosed: lupus, ms') and systemic lupus erythematosus ('autoimmune diagnosed: lupus, ms') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), multiple sclerosis (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic/ abdominal, chronic pain"), abdominal pain ("pelvic/ abdominal,"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems : bladder problems"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("neurological conditions/ problems") and visual impairment ("vision problems") and was found to have hormone level abnormal ("hormonal changes"), neoplasm ("tumors") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2009. At the time of the report, the device dislocation, psychological trauma, fatigue, alopecia, tooth disorder, hormone level abnormal, headache, nausea, nervous system disorder, neoplasm, visual impairment and weight increased outcome was unknown and the multiple sclerosis, systemic lupus erythematosus, dysmenorrhoea, pelvic pain, abdominal pain, back pain, menorrhagia, metrorrhagia and bladder disorder had resolved. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, device dislocation, dysmenorrhoea, fatigue, headache, hormone level abnormal, menorrhagia, metrorrhagia, multiple sclerosis, nausea, neoplasm, nervous system disorder, pelvic pain, psychological trauma, systemic lupus erythematosus, tooth disorder, visual impairment and weight increased to be related to essure. The reporter commented: she received treatment for pelvic pain, abdominal pain, back pain, dysmenorrhea, lupus, ms, psych injury, bladder problems quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: case became incident. Injury nos was replaced with new events pelvic pain, abdominal pain, back pain, dysmenorrhea, did not undergo essure confirmation test, menorrhagia, metorhagia, lupus, ms, psych injury, migration, bladder problems, fatigue, hair loss, dental problems, hormonal changes, headaches, nausea, neurological conditions/ problems, tumors, vision problems, weight gain. Updated outcome of events pelvic pain, abdominal pain, back pain, dysmenorrhea, menorrhagia, metorhagia, lupus, ms, bladder problems to recovered/resolved. Patients dob and date of removal were added. Date of insertion was updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.